Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 814:04 occurred on channel b. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 814:04 occurred on channel b was confirmed during product evaluation. The root cause of this condition was not identified. The air in line rit test indicated that the sensors were within specification and service replaced the pump head module per protocol. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.